Manufacturer narrative:
Dc bead loaded with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Dc bead with epirubicin is considered off-label use. Btg medical assessment: biloma (liver dysfunction); pain; crp increased (blood disorders); inflammation are all anticipated adverse events listed in the risk management documentation/IFU. Biloma is a serious adverse event possibly related to the device/procedure and also possibly related to the administered drug - epirubicin. Pain (from "abdoment" to back); mild inflammation anc crp at 3.09 are non-serious adverse events, not related to the device, but are a sequelae of the biloma. The reporting physician assessed the case as: biloma - serious, probably related. It was reported that the patient attended hospital (length of stay unknown) and received antibiotic therapy. It is unknown if the antibiotic treatment administered was oral only or IV treatment. Without this information it is not possible to "accurrately" assess the seriousness of the event and therefore we are reporting this event with an abundance of caution. No batch review was possible for this case as the batch number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Follow-up information was requested, but has not been received to date. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time this report is considered final.

Event description:
On (B)(6) 2017: the subject was enrolled in the (B)(6) study to receive treatment for hepatocellular carcinoma (hcc) in liver segment 6 (s6). The subject was allocated to the deb-epidox group, and transcatheter arterial chemoembolization using drug-eluting dc bead loaded with epirubicin (deb-tace) was performed on the same day, according to the protocol. On (B)(6) 2017: the subject was discharged with an uneventful post-treatment course. On (B)(6) 2017: the subject experienced biloma. Due to pain from the right abdomen to back, the subject visited the reporting hospital without prior reservation. Although the inflammatory reaction was mild with crp at 3.09 on blood test, computed tomography (CT) revealed biloma near the treatment site in liver s6. Thus, the subject was hospitalized on the same day to receive antibiotic therapy. Date unknown: the outcome of biloma was unknown. Ae: causality / seriousness (physician). Biloma: probably related / serious. Concomitant disease: unknown. Past medical history: unknown. Concomitant drug: epirubicin hydrochloride.